Event description:
A report was received that a pt's lead extension from her cervical ipg was pocking out in her back as the pt is very thin. The pt underwent a revision procedure during which the physician moved the hub of the extension slightly deeper and more lateral. The pt was reportedly doing well following the procedure.